Event description:
Additional information received reported that during the replacement surgery of the two implantable pulse generators (ipg) there was an electrode issue entering into the port. It was also found that there were high impedances noted on the ipg at testing due to the inability to reconnect the lead to the ipg.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient's leads had broken due to a fall. The patient had the right lead replaced but did not have their left lead replaced because they didn't have any leads at the time. The patient was going to have a left lead put in. It was noted that during the right lead replacement the doctor did not want to revise the left lead as they had not discussed that with the patient prior to the surgery. The doctor wanted to try and achieve full coverage using only one lead prior to the left lead replacement.

Event description:
It was reported that the patient had not used or charged their implantable neurostimulator (ins) in about a year prior to the report. They turned off their ins because they were having a lot of back problems and did not need the stimulator. The back issues were due to a fall on valentine¿s day and they had to have surgery on their back. The patient¿s doctor wanted them to turn their ins back on but they were unable to. The patient¿s device was overdischarged. The ins was not connecting with the recharger. The patient met with a manufacturer representative on (B)(6) 2014 but they were unable to resolve the overdischarge. The ins was not charged up and was probably dead. On (B)(6) 2015, both device were replaced. The surgery went fine and the health care provider (hcp) noted there was nothing wrong with the leads. The patient was to be seen on (B)(6) 2015 by their manufacturer representative for follow-up but this appointment had not yet occurred.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), product type implantable neurostimulator; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37712, serial # (B)(4), product type implantable neurostimulator. (B)(4).